Manufacturer narrative:
Based on the pump's glooko data, it appears that the customer was delivering manual boluses contributing to the low bg, and the pump was functioning as intended.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging between 22-81 mg/dl. Suspected cause was unknown. Customer consumed juiced and glucose tablets, and also drank a glass of milk and dextrose to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.